Manufacturer narrative:
Result - siderail timing link too tight. Missing ground prong.

Event description:
It was reported by service report that the foot right siderail would not lock in the high position. Also, the power cord was damaged. No pt involvement or adverse consequences are reported.